Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was showing localizer not connected. The representative rebooted the system and the localizer was then connected. A demo registration was performed and was able to pass. They never lost tracking or received the localizer not connected message. A self-test was preformed and everything is returning green status.